Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the two monitor high-resolution stereo viewers (hrsvs) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the surgeon side console (ssc) right eye was black. Prior to calling, the customer tried power cycling the system twice, hard cycling the system, reseating the endoscope, and replacing the endoscope with no change. The technical support engineer (tse) asked the customer to confirm the left/right eye images looked normal at the vision side cart (vsc) touchscreen. The tse asked the customer to power cycle the system again and reseat the blue fiber cable (bfc) at the ssc and vsc with no change. The customer elected to bring in another ssc to complete the procedure. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system's functionality was checked upon powering on the system and it did not powered on without errors. The procedure was completed with the second surgeon side console (ssc) and no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci products involved in this complaint to perform failure analysis. The first high resolution stereo viewer (hrsv) was installed on a test system. The image quality was sharp, there was no noise, and the image was not tinted. The system sat idle for 1 hour and it visually verified that there were no issues. The second hrsv started up and failed without video on the display. The right eye issue that was reported by the customer was replicated and confirmed.

Event description:
Refer to h11 for follow-up information.